Event description:
Customer states that pump wheel sounds like its turning but no food is being delivered.

Manufacturer narrative:
Pump was primed and ran at 25 ml/hr, dose was 250 ml using water to simulate conditions of incident with user. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (B)(4)). All alarms have been checked and worked properly. Complaint could not be confirmed.